Event description:
Potential issue with our record & verify system has been reported, which resulted in patient misadministration. Based on the information thus far, we are unaware of any serious injury that resulted from this incident. The treatment plan for the first series, for the table height was changed and approved; however, upon completion of the treatment, the operator noticed a different gantry angle and multileaf collimator leaf plan from what was intended. It was noticed that the gantry angle and the multileaf collimator leaf plan was a direct copy from the second series. Other dosimetry settings for the field were not affected. Root cause will be identified upon completion of this investigation. This incident is being reported in abundance of caution.

Manufacturer narrative:
Results: currently, waiting for patient database file from customer to complete evaluation this incident.